Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack on the rim of the minicap was noted. All box dimensions of the sample received were measured and one external box dimension measured was found to be outside the specified tolerance. Functional testing was performed and the device failed for leak testing. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unknown date at the beginning of (B)(6) of 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the minicap during use. The patient had the minicap changed and received prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.